Event description:
It was reported that this inflatable penile prosthesis was removed as it was not working well. A new inflatable penile prosthesis was implanted. No patient complications were reported.